Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the devices experiencing cracking at the door hinge was confirmed during the inspection of the suspect devices. A preventive maintenance (pm) test was performed on the suspect pump modules through alaris system maintenance (asm). The instrument inspection task failed due to a damaged hinge, contamination and corrosion observed on the iui connectors; however, the damage on the pump modules hinges did not interfere with the door operation. All other tasks were completed successfully, with no observed errors or malfunctions. Functional test performed on the return door assemblies was performed. The door assemblies were temporarily installed into a dchu known-good pump module for testing purposes only. An infusion at a rate of 125 ml/hr for an expected duration of one (1) hour) was programmed and started. The infusions were completed successfully with no instances of unregulated flow or errors being observed. The external and internal inspection were performed on the suspect pump modules. The pump module s/n (B)(6) had upper hinge of the door broken. Corrosion was noted on the door latch and pivot latch screw. The pump module s/n (B)(6) had upper hinge of the door cracked. Corrosion was noted on the door latch and pivot latch screw. Impact dents were observed on the rear case. The door assembly s/n (B)(6) had impact dents and a scratch at the bottom and right side of the front cover, and the display cover. The hinge was observed broken and a crack was noted on the door harness canal. The door assembly s/n (B)(6) had impact dents at the side of the front cover and display cover. The hinge and the door harness canal were observed cracked. The door latch spring retainer was observed broken. A review of the suspect pump modules error logs was performed, and no errors or anomalies were noted on the reported event date. The review of the event log was performed, and the event date was no longer contained in the event logs; therefore, the log review was performed on the las recorded infusion. Suspect pump module s/n (B)(6): on 20jul2025 at 8:29 pm the suspect pump module s/n (B)(6) alarmed for safety clamp open (administration set inserted) and an infusion was started at a rate of 125 ml/hr and volume to be infused (vtbi) of 1000 ml, the infusion was paused. At 8:30 pm the infusion was restarted and the pump module alarmed for occlusion on patient side. The infusion was restarted and the pump module alarmed for error code 240.4150 (sensor broken high failure). Suspect pump module s/n (B)(6): on 16jul2025 at 7:31 am an infusion started at a rate of 120 ml/hr and volume to be infused (vtbi) of 50 ml. The suspect pump module alarmed for chek IV set seven (7) times and the infusion was restarted six (6) times. At 7:32 am the unit was channeled off. The bd alaris system with guardrails suite mx user manual (v12.1.1) states that use only disinfectants recommended by bd to clean and disinfect the bd alaris system. Use of unapproved disinfectants can result in incorrect device operations. Keep the pump module door closed when the device is not in use to avoid damage to door components. Do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage. Use of a damaged device can result in patient harm. Send all damaged devices to biomedical engineering for repair. Per product labeling, the system error bd alaris pc unit tipsheet states that following the notification of a system error, operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the devices experiencing cracking at the door hinge is being attributed to improper handling of the device or the use of a non-approved cleaning chemicals. Note that this report lists imdrf annex a0401, g02017, c07, d15, a1801, c0601, d0302, a0404, a040502, g0405206, c23, d11, a13 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that devices are experiencing cracking at the door hinge, requiring door assembly replacement. There was patient involvement, but no harm.